Event description:
This report pertains to one of two complaints (MFR. Report # 3005099803-2011-00035 & MFR report # 3005099803-2011-00036) that occurred during the same procedure. It was reported to boston scientific that two jagwire precursor guidewires malfunctioned during a procedure on (B)(6), 2010. According to the complaint, during a sphincterotomy procedure of a common bile duct stricture, the physician was negotiating the first jag precursor guidewire into the duct when the hydrophilic tip detached. The physician removed the guidewire and attempted with a second jag precursor guidewire, but the same event occurred. A third jag precursor guidewire was then used and successfully negotiated the duct. No action was taken to try to recover either tip. There were no patient complications and the patient's condition has been described as "stable."

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's friend states that at a time when the customer was seeing starts, feeling dizzy, and having speech changes that the customer could not use her meter, as it gave her an error (e-9). "E-9" is an error code that tells the customer it is time to change the battery. It is a known code that prevents the customer from using the meter and getting an erroneous result. Prior to the reading, she had tested on the meter about 2 hours earlier and obtained a value of 224 mg/dl and took 2 units of novolog per her sliding scale. When the customer couldn't use the meter she caller her friend to come over at 4:15 p.m. The friend treated the customer with a cup of sugar water, crackers, and candy. The customer's friend reports at 4:30 p.m. The customer started "coming around" and the friend replaced the battery in the customer's meter. The customer's blood sugar on her meter at 4:30 p.m. Was 183 mg/dl. Requested return of suspect device and replacement was sent.